Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the received device was forwarded to commercialized product development for evaluation. Review of the received device was not able to confirm the reported event, however, signs of loosening were noted. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised to address instability. The patient's primary attune cruciate retaining fixed bearing knee was revised to a posterior stabilized rotating platform revision knee because she had fallen approximately six months ago and had torn both her pcl and mcl. The mcl was repaired shortly after her fall. Constrained revision components where utilized to address the severe laxity of her mcl and lcl. The patella component was not revised. Doi: (B)(6) 2017; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the received device was forwarded to commercialized product development for evaluation. Review of the received device was not able to confirm the reported event, however, signs of loosening were noted. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.